Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc) and a decrease in pacing impedance measurements from 900-700 ohms. Additionally, r-wave measurements fluctuated. The patient had an escape rate in the 40 beats per minute (bpm) range, however, was symptomatic with the loc. The lead was observed to have dislodged. It was noted that the patient suffered from twiddler's syndrome. An invasive procedure was performed. The lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4). The lead was discarded during the procedure and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.